Event description:
A facility reported a crack in a bactiseal evd catheter after implantation. The connection part between the intracerebral catheter and collection kit was cracked leaving csf diverted out of the drainage system. The neurosurgeon was called to change the connection part.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 bactiseal was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined; however, the possible root cause for the issue reported by the customer could be due to over tightening connecting parts, as noted in the IFU finger tighten connecting devices. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.